Event description:
The device(s) were implanted in 2003. In 2/2004, during a follow-up visit, the facility's charge nurse informed the MFR's (MFR) vascular access specialist of the following: the pt had recently been in the hosp related to septicemia. Suspected source of infection was the valve. Blood cultures were positive for staph, and the pt was being treated with vancomycin. No further details were provided at this time.